Event description:
It was reported that during a biomed, it was observed that there was stripped loose metal inside of the craniotome device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion and had a bent tip. Therefore, the reported condition was confirmed. It was determined that the device failed cutter insertion due to worn and damaged bearings that were out of axial alignment, which created a situation where the cuter was no longer able to be inserted. It was determined that the device had a bent tip due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into and bends the neuro tip. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.